Event description:
It was reported the patient was trying to adjust their settings and saw the power on reset (por) condition. Replacing the programmer batteries did not resolve the issue. The patient had fallen and hit close to the implant site. The patient then had issues with urinating. The por occurred two days after the fall. The patient¿s device had stopped working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v054682, implanted: (B)(6) 2007, product type: lead. (B)(4).